Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor errors alarm. The customer blood glucose level was 93 mg/dl. The customer was assisted with troubleshooting. Customer reports the drive support cap was flush and little thing sticking out there. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted. No loose drive support cap anomaly noted.